Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 62 mm abdominal aortic aneurysm. Vessel morphology at the time of implant was moderately calcified and unk tortuosity. The aneurysm is now 63 mm. It was reported that the patient was seen for follow-up approximately 20 months post stent graft implant and there was slight stent graft migration resulting in a type I endoleak. It was reported the cause of the migration is related to the patient's disease progression. The physician elected to remove the stent graft from the patient. The patient was successfully converted to an open surgical repair. The patient was reported to be fine and no add'l clinical sequelae have been reported.